Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to confirm the reported issue upon powering up. Additionally, the fse also observed the reported issue in the iabp's fault log which also confirmed the reported issue. The fse performed a regulator calibration test which did not raise neither pressure nor vacuum. The fse then troubleshot the power management board without addressing issue and identified nothing abnormal with pneumatic connections. The fse ensured all compressor connections to the back plane board held secured. The fse identified unit running between 1 april, preventative maintenance(pm) completion date, and 4 april, when alarms came up for about 20 system hours. To address these findings, the fse replaced the scroll compressor which resulted in the unit running per specifications. The fse ran the iabp overnight with the new compressor to ensure system functionality. Upon return, the fse observed that the unit was running normal. The iabp calibrated and passed all functional and safety tests per factory specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed a power up selftest fail code # 3. The event took place in the cvicu(cardiovascular intensive care unit). The nurse present at the time, observed the unit working for a day on the same patient. The iabp displayed a low vacuum/autofill failure and staff swapped out the pump without issue and continued treatment. No patient harm, serious injury or adverse event was reported.